Event description:
Wire tip broke off the wire inside the patient while two wires were in the body from two different left subclavian access sites. Wire tip was retrieved by the interventional radiology team.